Event description:
Pixmeo (B)(4) is marketing osirix md with a feature to calculate standard uptake values (suv) out of pet images. The calculation often is wrong. The MFR does not respond to user inquiries in a CAPA manner. (B)(4). You can turn off automatic suv conversion. On (B)(6) 2010, at 19:18, xxx xxx wrote: > I'm having problems with the suv units osirix registers. My siemens device already calculates decaying so I don't need osirix to do it, but I cannot find a way to turn decay correction off and osirix keeps doing it so I get wrong values, in first cuts they're fine, but as the cuts go down they start to be wrong. So I have 2 questions - how can I turn decaying correction off? Does osirix md correct this? Thanks in advance.